Event description:
Large (15 mm) unruptured aneurysm was treated in 2004 with microvention mcs platinum and hes coils. No procedural complications. Number of coils and sizes unknown. Pt presented with headaches about 2 months later. CT and MRI revealed non-obstructive hydro-cephalus and small lesions in right cerebral hemisphere. Csf fluid normal. Pt treated with shunt and symptoms resolved.